Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, de novo, concentric, 99% stenosis in the mid left anterior descending artery. Reportedly, the rx tenku balloon catheter was advanced for pre-dilatation; however, the balloon ruptured, during first inflation at 10 atmospheres. There was no resistance reported during advancement or retraction of the device. A 2.5 x 15mm tenku was used to treat the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Device type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.